Manufacturer narrative:
Report is for one (1) unknown pfna helical blade. Additional product code ¿ hwc. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent a procedure on (B)(6) 2015 for a fractured right femur and had a proximal femoral nail antirotation (pfna) nail implanted. It was found that the patient's implanted helical blade had backed out and it was removed on (B)(6) 2015. On (B)(6) 2015 the patient's pfna nail and distal screws were removed. There were no issues found with the locking bolts. Patient outcome post surgery was reported as the patient had to be monitored and to be in traction post operatively. This report captures the removal of the helical blade, the removal of the pfna nail and bolts is reported under (B)(4). This report is for one (1) unknown pfna helical blade. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as 159cm. The provided part number (04.027.038s - pfna blade perf l115 tan) did not match the provided lot number (9397748). During the device history record review, it was determined that the appropriate part number for the provided lot was 04.027.036s. As such, the details of that part number have been applied to the associated fields. (B)(4). Device history record review: the provided part and lot combination (04.027.038s / 9397748) do not match. However, the lot number corresponds with part number 04.027.036s. DHR results are as follows: manufacturing site: (B)(4) - manufacturing date: march 6, 2015 - expiry date: march 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was confirmed that part number 04.027.036s was correct and part number 04.027.038s was reported in error. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.